Event description:
It was reported that damage to the pectinate muscles occurring during implant. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. While deploying the closure device, the closure device moved from the superior lobe to the upper lobe and pectinate muscles. The pectinate muscles were damaged when the closure device was fully deployed with a duration of 3-4 seconds. The closure device was fully released from the core wire. The closure device was explanted, and the laa was surgically ligated. The patient was stable following this even and was discharged.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a 30mm watchman delivery system (wds) with the implant in the sheath and blood in the device. Analysis of the device included microscopic and visual examination. Inspection of the hub, sheath, tip, core wire and implant found numerous kinks in the sheath. There was tip damage as there were abrasions on the distal end of the sheath, and the tri-cuts were flared. The implant anchors were damaged, and two of the implant feet were entangled. The tip damage and anchor damage are consistent with deploying the implant, and fully recapturing past the anchors in the anatomy. There was no other damage or defect found on the remainder of the device. Product analysis could not confirm the reported events as clinical circumstances could not be replicated.

Event description:
It was reported that damage to the pectinate muscles occurring during implant. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. While deploying the closure device, the closure device moved from the superior lobe to the upper lobe and pectinate muscles. The pectinate muscles were damaged when the closure device was fully deployed with a duration of 3-4 seconds. The closure device was fully released from the core wire. The closure device was explanted, and the laa was surgically ligated. The patient was stable following this event and was discharged.